Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor reported that a (B)(6) patient passed away on (B)(6) 2018. Per lifevest download data, the patient received an inappropriate defibrillation shock from the lifevest. The rhythm at the time of the treatment was rapid atrial fibrillation (af) at 100 bpm with motion artifact. The post-shock rhythm was induced ventricular tachycardia (vt) at 170 bpm. After this initial shock the patient received eight appropriate shocks during vt/vf, the last five of which were in a single treatment sequence. The patient's rhythm remained in vf after the final shock. No further shocks were delivered as the lifevest is designed to deliver a maximum of five shocks in a single treatment sequence. The device was shutdown after the ninth shock. After the final shock, additional hospital staff arrived and resuscitation efforts were attempted. It was reported that the patient had previous coronary problems, was a smoker, an alcoholic, and his cardiologist suspected the patient was on some unknown drugs at the time of the event. The response buttons were not pressed during the event.